Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep poly per q cath 5 fr dl lumen PICC line was placed in (B)(6) 2017 by (B)(6). It was found broken on (B)(6), leaking under the dressing. The last dressing change was on (B)(6) and no issues were reported. It was stated it was leaking at the wings and there was a clearly seen slit. The PICC had to be removed from patient and exchanged for another PICC line. No injury was reported due to damaged line however catheter was replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and was determined to be associated with use of the device. One 4 fr d/l poly per-q-cath PICC was returned for investigation. Evidence of use was observed on the sample. What appeared to be tape residue was observed on the extension legs and bifurcation. The zero mark was partially worn from the tubing. The catheter extended 5.9cm from the distal end of the bifurcation. A breach in the circumferential direction was observed in the d/l tubing 7mm distal to the bifurcation. A crease in the circumferential direction was observed adjacent to the split. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. Longitudinal splits were observed in the tubing at the terminus of the split and crease. The breach in the tubing exposed both lumens. A tactual investigation revealed that the tubing had the tendency to kink across the semi-circumferential split and crease that were found in the tubing. The split and crease found in the 4 fr tubing indicate that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep poly per q cath 5 fr dl lumen PICC line was placed in (B)(6) 2017 by interventional radiology. It was found broken on (B)(6), leaking under the dressing. The last dressing change was on (B)(6) and no issues were reported. It was stated it was leaking at the wings and there was a clearly seen slit. The PICC had to be removed from patient and exchanged for another PICC line. No injury was reported due to damaged line however catheter was replaced.